Event description:
The hospital reported an aneurysm coiling procedure in the brain. The hospital reported that when they went to deploy the device in question, it was sticking. The user pulled back on the device in question a little bit, and the device deployed outside of the patient. The hospital reported that the procedure was completed with another device of the same type, that there were no patient complications and that the patient condition is stable.

Manufacturer narrative:
The device in question has not been returned to boston scientific for evalution. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found or if the device in question is returned, a supplemental report will follow.